Manufacturer narrative:
On october 15, 2021, mentor received additional information indicating that during the revision surgery in 2016, the implants were removed and re-implanted after a pocket revision was performed. Per mentor IFU for gel implants, these devices are not intended for re-use, so this will be reported as an off-label use. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration, deformed. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with two 375cc mentor memorygel breast implants, suffered right breast implant migration and breast deformation, post-procedure. The implant was described to have gone up the patient's armpit area and never dropped. As a result, the patient underwent a revision surgery in 2016. The exact date was not provided and it was not clear whether the device was removed or replaced. The patient also reported that they are now experiencing rupture on the right breast implant. This will be reported under mrn; 1645337-2021-11461.